Event description:
Suture popped off of needle during suturing. A second set of the same suture type was attempted and again popped off of the needle with minimal pressure. A different type of suture was utilized to complete the case. No harm to pt. Pt code: 4582. Device code: 2907. Ref report: mw5178131.